Manufacturer narrative:
H3. Evaluation summary. The device was evaluated and found to have met all specifications. The device's battery voltage measured above eri (elective replacement indicator). No anomalous behavior was observed throughout testing in the lab.

Event description:
It was reported that the device was removed, because of diaphragmatic stimulation.